Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn¿t know what led to the implant turning off as they had it for 15 years, and within 1 month it turned off twice. To resolve the issue the consumer mentioned they were eligible for a new one and they went to the clinic who turned it on resolving the issue.

Event description:
Patient services (pss)  received call from patient rep stating that on thursday or friday they noticed that the lighting bolt through the implantable neurostimulator (ins)  icon on the 37751 was not there. The caller stated that the patient charges everyday until they see the charge complete screen. The caller confirmed that the patient is getting good coupling while charging. The caller stated that the ins previously turned off and they had to see the healthcare provider (hcp) to turn the device back on. The caller stated that they never had these problems before , and stated that the patient has not had any procedures recently. The caller stated that they lost the 37642 device and when they spoke to manufacturer representative (rep), they were informed they were eligible for the handset and tm90. Pss explained to the caller that the replacement equipment in sent through sunmed. Pss redirected the caller to the hcp to turn the ins back on. Pss warm transferred the caller to sunmed to start the replacement process. The rep repeated information from call code notes regarding the patient's ins turning off, and how they had lost their 37642 patient programmer. The rep asked for the patient's address and case number so they can assist the patient. The rep indicated they would be transitioning the patient to the wireless recharger via customer service. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.